Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2015)') and infection ('infection') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion hospitalization). The patient was treated with she was on antibiotics and surgery (essure removal on ((B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on 01jan2015') and infection ('infection') in an adult female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion hospitalization). The patient was treated with she was on antibiotics and surgery (essure removal on (01jan2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Two fu's processed together. On 8-jun-2020: pfs received: patient's date of birth added. Two fu's processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and infection ('infection') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with she was on antibiotics and surgery (total laparoscopic hysterectomy,bilateral salpingectomies,right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, infection, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, infection and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014, and date of removal: (B)(6) 2015(as per mr) the essure devices were placed in standard fashion without difficulty with 4 coils protruding into the endometrium on the left and 2 coils on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: event: 'medical device removal' was updated by 'chronic pelvic pain'. Medical history, reporter information were added. Event dysmenorrhea, endometriosis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.